Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia due to possibly over bolusing. Customer's blood glucose value was 50 mg/dl. Customer declined troubleshooting for low blood glucose. Customer drank a juice box and had a couple of (B)(6) chocolate to treat the low blood glucose. The device will not be returned for analysis.